Manufacturer narrative:
A visual inspection was performed. Normal and expected wear is noted: the bellow is torn, there are scratches on the beam, and the t-handle is bent and shows expected wear but nothing is affecting functionality. The hip distractor was attached to the operating room table in the digital operating room and functioned as intended. No manufacturing related defects were observed. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the universal hip distractor migrated vertically during hip labral repair causing loss of traction. It was reported that "when fine traction was performed the distractor would migrate up towards the ceiling, putting the joint into flexion. This resulted in loss of traction of the hip joint and proper debridement of the joint was not possible. This made the case more complicated, but the repair of the labrum was performed successfully." It was stated that the procedure was completed with this device. No patient injury was reported as the result of the alleged incident.